Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level 262 mg/dl and a bolus of insulin was delivered to address the bg level. A healthcare provider had adjusted the pump settings and was the suspected cause of the high bg. The customer had received a pump alarm and then the pump shutdown unexpectedly. The customer did not have an alternative insulin method. Although multiple attempts were made to contact the customer to confirm an alternate insulin method was obtained, the customer did not return the requests for information.